Event description:
The complainant reported that during support with the mechanical circulatory support device, the automated controller experienced a placement signal error and the placement signal was lost. No information on corrective actions was provided. Per an engineering request, a previous event warranted initiation of a complaint investigation of the console related to the loss of placement signal. This has been classified as a reportable malfunction.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.